Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. The cap contacts measurements were within specifications. Evidence of moisture corrosion was observed in the battery compartment. A leak test failed due a battery compartment leak. The pump was unable to power up and was completely unresponsive. The reported ¿intermittent power¿ complaint was duplicated due moisture corrosion. The pump¿s cover was removed and further moisture corrosion was found to the power printed circuit board, to the continuous glucose monitor module, and to the motor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.